Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the MRI motor stall was resolved and it was in telemetry mode since it was not interrogated after the MRI. The pump was functioning normally as patient. The cause of the gi distress was not determined; however, it was unrelated to the pump therapy. The motor stall resolved and the stall recovered after the MRI, no symptoms reported.

Manufacturer narrative:
H1. The type of reportable event was updated/corrected to a malfunction report. H6. Codes have also been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone), clonidine, and bupivacaine at unknown concentration/dose via an implantable pump for non-malignant pain. The company rep was contacted by hcp regarding a patient in the emergency room (ER) with an alert for a pump motor stall. The company rep stated that patient had an magnetic resonance imaging (MRI) on (B)(6) and "it never recovered." Hcp was brought on the line and stated that patient had been experiencing gastrointestinal (gi) distress and had been in and out of hospitals recently. Pump was last filled in late october and was due to be filled next in (B)(6). The issue was not resolved through troubleshooting.

Manufacturer narrative:
H6 codes have been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.